Manufacturer narrative:
"Pounding throat, pounding ears, feeling like head is going to explode".

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter displayed inaccurately high results. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call by a medical surveillance specialist (mss). Attempts by the mss to contact the patient to clarify some contradictory information, proved unsuccessful. The patient was unable to say when the alleged inaccuracy began. She reported that on (B)(6) 2018, she obtained an alleged inaccurately high blood glucose result of ¿225 mg/dl¿ on the subject meter. The patient was unable to say what she was comparing this result to. The patient manages her diabetes with humalog insulin, which she self-adjusts, and levemir insulin at night. She indicated that after obtaining the alleged inaccurately high result, she increased her dose of insulin by 2 units to 14 units, based on a sliding scale. She stated that about an hour later, she developed symptoms of ¿rapid heartbeat, heart palpitations, pounding throat and ears, redness of face¿ and she stated that she felt her ¿head was going to explode¿; the patient associated these symptoms with an ¿insulin reaction¿. She reported that she went to the emergency room (ER) where her blood sugar level was monitored at ¿386 mg/dl¿ on the hospital meter. She reported that her blood pressure was also monitored and tests were performed on her heart. She stated that she was hospitalized for 3 days for ¿hyperglycemia¿; however, she reported that she received a diagnosis that she was ¿getting too much insulin¿. She indicated that she was advised by healthcare professionals to lower her usual dose of humalog insulin and also to cut back on her levemir insulin prior to seeing a specialist. The patient indicated that while at the hospital, the subject meter was reading ¿20-50 or 60 points higher¿ than the hospital¿s accu-check meter; no specific comparative results were provided. During troubleshooting, the patient confirmed that her meter was set to the correct unit of measure and her test strips had been stored correctly and were within expiry date. The patient did not have control solution test to test the meter and test strips. Replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms which may be suggestive of an acute low blood glucose excursion after obtaining an alleged inaccurately high blood glucose result on the subject meter and administering increased insulin.